Manufacturer narrative:
This report is submitted on july 28, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818, exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2016, under general anesthesia to excise excess skin at the abutment site. The implanted device remains.